Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient presented with high capture thresholds noted on the right ventricular lead, and premature battery depletion noted on the patient's implantable cardioverter defibrillator. The lead was capped, and the device was explanted and replaced. This intervention occurred on (B)(6) 2025. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with high capture thresholds noted on the right ventricular lead, and premature battery depletion noted on the patient's pacemaker. The lead was capped, and the device was explanted and replaced. This intervention occurred on (B)(6) 2025. No adverse patient consequences were reported.